Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air and fluid in line) alarm that appeared on the homechoice (hc) display during fill 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted with ending therapy and advised hp to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that he ended therapy after hanging up with the tsr. The hp did not notice any defects with original supplies. There was no patient injury or medical intervention reported.